Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 52 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer¿s blood glucose level was 310 mg/dl at the time of the call. The customer reported that they were at work and attempted to calibrate their sensor. The insulin pump did not calibrate and alerted them to change their sensor. Troubleshooting was performed and resolved the issue. The insulin pump will not be returned for analysis.